Event description:
Additional information received from the patient reported the healthcare provider (hcp) told them to schedule an appointment with the manufacturer's representative (rep). The patient tried contacting the rep. But hadn't heard anything back yet. The previously reported issue with the implant charge/charging still wasn't resolved. It was reviewed with the patient the hcp would need to request for the rep. To meet with the patient.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) battery was not holding a charge. The patient was calling to see if the manufacturer representative (rep) could be present at their doctor appointment for (B)(6) 2015. There were no symptoms reported. Other relevant medical history includes lumbar radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.